Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334trg cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2012; product ID 694765 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and was not capturing. The device was originally reprogrammed to right ventricular (rv) lead only pacing. The endocardial lv lead was capped and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.